Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: exact ages unknown, not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Model#: exact model is unknown, only 350 provided. Serial#: unknown/not provided. Catalog#: catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. The shunt products are not returning for evaluation. There was no serial number reported for this device; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending, for this device will not be performed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). An, s.j., wen, j.c., quist, m.s., mathenge, e.w., vin, a., and herndon, l.s., (2019) scheduled postoperative ripcord removal in baerveldt 350 implants: a prospective, randomized trial. Journal glaucoma, 28(2), p.165-171. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: scheduled postoperative ripcord removal in baerveldt 350 implants: a prospective, randomized trial. The publication reports 10 patients developed hypotony, 5 patients developed hyphema, 10 patients developed choroidal effusion, 1 patient had choroidal hemorrhage, 6 patients developed tube fibrin obstruction, and 1 patient had blood in the tube. 2 patients required additional surgery in the form of placing an additional device due to high iop. 5 patients had complications that required returning to the operating room, however it does not specify what complications or what the additional operating room procedure was. The study states that on average one group of patients lost 2.3 lines of vision. No more specificity is provided. This report is for the reported adverse events. A separate report is being submitted to capture the reported product problems.